Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed there is no voltage output to a known good wand due to an electrical component failure inside the subject controller. The customer's complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the orange light (below power level setting) on the controller was flashing when the ablation pedal was pressed and the device would not function. Surgical delay of 2 hours was reported. Procedure was completed with a competitive device. No patient injury or other complications were reported.